Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'). In an adult female patient who had essure (batch no. 664591), inserted for female sterilisation. The patient's medical history included: salpingitis, pelvic adhesions and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. The reporter commented: discrepancy noted, date of removal: (B)(6) 2011. Plaintiff performed more than one essure related surgery dated: (B)(6) 2011. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: lot number was added. Event: " chronic pid" was added, reporter information, patient demographics and medical history were added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in an adult female patient who had essure (batch no: 664591) inserted for female sterilisation. The patient's medical history included salpingitis, pelvic adhesions and endometriosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. The reporter commented: discrepancy noted date of removal: on (B)(6) 2011. Plaintiff performed more than one essure related surgery dated: on (B)(6) 2011. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.